Event description:
This cochlear implant recipient reportedly presented with an infection secondary to implant site trauma. He experienced wound breakdown and persistent infections. Conservative treatment efforts were unsuccessful. Explantation surgery took place in 2005. Reimplant surgery is planned for approx 2 months after explant surgery.